Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description: the unit alarm with tf 5510 and 5511, it was not possible to recalibrate dpflow sensor. I have the same issue in five devices.

Event description:
Hamilton medical ag received the following incident description: the unit alarm with tf 5510 and 5511, it was not possible to recalibrate dpflow sensor. I have the same issue in five devices.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.